Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed premature battery depletion behavior. No further details were provided. This s-ICD remains in service and no adverse patient effects were reported.